Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on 05/26/2015. The actual sample was not returned for evaluation. The lot number of the affected sample is unk; therefore, a review of the device history record could not be completed. Two retention samples from the product code ln130b lots hl02 and rk11 were used for evaluation. Both samples were visually inspected, finding no anomalies. The samples were then leak tested by pressurizing them to 3.5psi. No leaks were observed. All other functional parameters were tested on the retention samples finding that both pressure relief umbrellas and duckbill flow were operating as intended on both samples. All ops valves endure a 100% in-process leak test. A definitive root cause could not be determined, and the complaint was not confirmed. All available info has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
Terumo has been informed that the amount of blood loss during the case is unk; however the surgery was completed successfully with no adverse event to the pt.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system. Upon further investigation of the reported event, the following information is new and/or changed: correction that the event occurred during setup and there was no blood loss, date received by manufacturer, indication that this is a 2nd follow-up report, follow-up due to correction and additional information. The investigation and conclusion results reported in the previous follow-up report for this event have not changed due to the additional information gained from the duplicate complaint and report from MFR # 1124841-2015-00181. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
It has been determined through additional information gained, that a duplicate complaint for this event had been reported to the FDA in MFR # 1124841-2015-00181. This duplicate complaint was rejected from terumo's system, and this report corresponds to the only complaint for the event. From gathering additional information, it was determined that the event occurred during setup was no blood loss during this event.

Event description:
The distributor of a user facility reported to terumo cardiovascular systems corp that during cardiopulmonary bypass, the o.p.s. Valve vented and volume leaked from the valve. Since add'l event info is limited at this time, terumo is conservatively reporting the event and will submit a follow-up when more info is rec'd. The info provided suggests that there was no known impact or consequence to the pt and the procedure was completed successfully without delay.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4).